Manufacturer narrative:
The product has been returned to the manufacturer but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that over a few days of intra-aortic balloon (iab) therapy, the customer noticed the proximal radiopaque marker had slowly moved upward and was now right next to the distal marker between the second and third intercostal space. It was noted that the patient had remained hemodynamically stable, there had been no changes to the patient¿s clinical picture, and the pump was functioning well with ¿good¿ augmentation, no alarms, or issues. The getinge representative explained that there is no specific recommendations for the situation and that the plan of care was entirely up to the physician and medical team. They reviewed the basic counter-pulsation assessment per our instructions for use (IFU). The iab was in use for approximately fifteen days before exchange for new iab. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. The extender tubing was also returned. Visual examination confirmed that the rear tantalum marker was found misplaced near the front marker. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. The evaluation confirmed the reported problem. The root cause of the reported failure ¿iab-marker misaligned¿ was the tantalum marker was not adhered to the inner lumen. A CAPA request has been generated for complaints that have been reported for movement of rear tantalum markers, see (B)(4). A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2,h11, d9.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. The extender tubing was also returned. Visual examination confirmed that the rear tantalum marker was found misplaced near the front marker. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. The evaluation confirmed the reported problem. The root cause of the reported failure ¿iab-marker misaligned¿ was the tantalum marker was not adhered to the inner lumen. Reference complaint #(B)(4).